Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. The insulin pump was received with no button response due to corrosion on the keypad traces. The device also was received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. No blood glucose reading provided. Advised customer the insulin pump would be replaced. No further information provided.